Event description:
It was reported that the check plunger/clutch alarm occurred. No patient injury was reported.

Manufacturer narrative:
Model number: unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report review. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. There was a check clutch/ plunger lever error in the event history log. Customer stated problem could not be verified after multiple flow and occlusion tests. The root cause of the reported issue was found to be during inspection the technician noticed the bushing for the leadscrew was installed on the wrong side of the motor mount and looking like it came loose from the motor mount causing the grinding and check clutch error. The technician installed leadscrew bushing on the other side of the motor mount, greased worm coupling and checked all connections.